Event description:
It was reported that catheter issue occurred. The opticross 6 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device wrapped around the wire and both had to be removed. There were no patient complications.